Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. (B)(6). Device manufacture date: unknown as product serial number was not provided. (B)(4). An attempt has been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was explanted from the right eye because the patient did not adapt to the iol. There were no complications during the surgery. Replacement iol: sensar lens ar40e +22.0 diopter. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in review, it was noted that the UDI number (B)(4) inadvertently was not captured in the initial MDR report. Therefore, it has been captured in this supplemental report. The following field was updated accordingly: unique identifier (UDI#): (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. A manufacturing record review could not be performed as no serial number was provided. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.